Event description:
It was reported the impactor pad fractured during the procedure. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10.   Visual examination of the returned product identified signs of repeated use with nicks and gouges. Additional review of the fractured surface identified the surface as consistent with overload failure, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history records was reviewed, and identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The complaint is confirmed via product evaluation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.